Event description:
It was reported that the patient ended up with 4 broken ribs from the implant surgery. The day after surgery, the patient was still at the hospital and the patient mentioned to the healthcare professional (hcp) that her left side really hurt. The hcp stated that ¿they did not do anything to that.¿ the patient insisted and they did x-rays which showed that the patient had broken ribs. The patient also reported a large bruise on her left hip.

Event description:
Additional information received reported that the patient did not have concerns with the device or therapy. The patient received assistance from the health care professional or manufacturing representative and the concerns were resolved. It was noted that there was an appointment date of (B)(6) 2014. The patient was still having concerns with the device or therapy but had not sought further help.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).